Event description:
This event was reported to baxter under (B)(4) that a spectrum infusion pump under infused while on a pt. It was stated that: blood tubing was primed using a 250 ml 0.9% normal saline bag. Normal saline bag was clamped off. Blood bag was spiked in other end of y-tubing. Blood was primed through tubing. Clamp on the blood side of the y-tubing was left open. Pump setup to give 100ml prcb to infuse over 2 hours (50ml/hr). When two hours was up, it was noted that clam on the ns bag was less tight and 200 ml ns had back flowed in blood bag. Pump said that only 100 ml had infused blood bag was not empty. Only 50 ml ns remained in ns bag. Mivf (main line IV fluids) put on hold for 4 hours blood/ns instructed to be given. Blood was infused (with ns) within the 4 hours of receiving blood from blood bank.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.